Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped, and went off. The customer stated that insulin pump had insert battery alert, and failed batter test. The customer reported that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.